Manufacturer narrative:
Initial.

Event description:
It was reported that the ilet¿s battery appeared to drain quickly, with device logs indicating typical operation of approximately three to four days between charges, and the patient did not have access to a charger while camping; the reported issue aligns with a premature battery discharge involving the battery component. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user and battery logs. Investigation of this case revealed an energy storage system problem consistent with premature battery discharge localized to the battery component. It was concluded, based on previously established findings for similar reports, that the cause was traced to component failure.